Event description:
It was reported that the patient experienced anodal stimulation, discomfort and fatigue. It was noted that intermittent capture was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable.